Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('back pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in my stomach"), anxiety ("anxiety"), depression ("depression") and headache ("headaches") and was found to have weight increased ("before I got the procedure I was 148 lbs, now I am 168 lbs"). The patient was treated with surgery (schedule an appointment to get it removed in 2019). Essure was removed. At the time of the report, the back pain, abdominal pain upper, anxiety, depression, headache and weight increased had not resolved. The reporter considered abdominal pain upper, anxiety, back pain, depression, headache and weight increased to be related to essure. The reporter commented: schedule an appointment to get it removed in 2019. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('back pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in my stomach"), anxiety ("anxiety"), depression ("depression") and headache ("headaches") and was found to have weight increased ("before I got the procedure I was (B)(6), now I am (B)(6)"). The patient was treated with surgery (schedule an appointment to get it removed in 2019). Essure was removed. At the time of the report, the back pain, abdominal pain upper, anxiety, depression, headache and weight increased had not resolved. The reporter considered abdominal pain upper, anxiety, back pain, depression, headache and weight increased to be related to essure. The reporter commented: schedule an appointment to get it removed in 2019. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.